Event description:
A malfunction was reported on a customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support advised the customer to use a multiple daily injection method for insulin delivery while a replacement pump with updated software was sent. Detailed instructions were provided for storing the faulty pump, returning it, and setting up the new one. The customer understood and acknowledged all guidance provided.